Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the right ventricular lead exhibited a capture anomaly. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient condition was unknown.